Event description:
Analysis of the returned device found that the subject coil was found prematurely deployed during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil was seen to be stretched. The main coil was seen to be kinked and the suture was seen to be damaged. The coil delivery wire and introducer sheath were not returned. During functional inspection, the coil was returned with an microcatheter, in order to determine if the coil had been returned inside the catheter, the catheter was cut and the detached coil was removed from the catheter. The coil was broken removing from the catheter during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer was resistance was encountered and the coil could not be advanced or retracted within the microcatheter. It was reported that the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the procedure. During the device analysis, the main coil was returned detached inside an returned microcatheter, the coil was removed from the catheter during functional testing and was found to be stretched, kinked and the coil suture was also found to be damaged. The coil delivery wire and introducer sheath were not returned for analysis. Its likely the coil was damaged due to manipulation of the device when the reported resistance was felt within the microcatheter during the clinical procedure, causing the premature deployment. Therefore the as reported code 'coil in catheter friction' and 'coil difficult to remove/withdraw from catheter', as well as the as analyzed codes 'main coil prematurely detached/separated during use', 'main coil stretched', 'main coil kinked/bent' and 'main coil suture damage' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.